Event description:
On (B)(6) 2013, it was reported that there was a vertical line going across the display of the patient's blood glucose monitor. The patient stated that the line made it impossible to read the values properly. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The customer's allegation of display defect could not be tested as no product related to this case is expected to be returned. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.